Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that insulin pump did not store time and date after battery change. The customer also reported that the insulin pump was damaged at the back and front screen. Customer also reported that the insulin pump had failed battery alarm. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. The device was programmed with the current time and date and monitored for several days. The time and date are functioning properly with no delays noted. Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the thin plastic strip located above the lcd display is missing.